Event description:
There was no patient involved in this event. This device malfunctioned because there was a red status indicator with pad-pak expiry nov 2016.

Manufacturer narrative:
The history log for this device showed that the pad-pak was first installed successfully on (B)(6) 2012 and had performed to specification, alongside random manual power ons, up to (B)(6) 2015. The history log would indicate the device may have been attached to a patient during this time as a power up duration exceeded 10 minutes on (B)(6) 2013. The user accessible memory was erased after this event therefore no further information could be obtained. The device failed several self-tests due to a low battery between (B)(6) 2015 and (B)(6) 2015. An increase in voltage on (B)(6) would suggest a further pad-pak was installed, the device passed a self-test. A test pad-pak was inserted and passed a self-test. No warnings were given and the green status led flashed throughout. The returned sam 300p was tested on calibrated equipment, the test therapy was delivered without fault and an acceptable measurement was recorded for the test shock. The device powered off normally with a flashing green status led. The pogo pins were tested and no fluctuation was present. Thorough testing was carried out. Investigation found the reported fault can be attributed to a faulty component. The component was found to be causing an increased charge current during the self-test, this resulted in a lower than expected battery voltage being recorded and caused the self-test fail.